Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive cause could not be established. The investigation findings did not lead to a clear conclusion regarding the root cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, foreign objects were identified in the connecting tube of the bronchovideoscope. There was no patient involvement.